Manufacturer narrative:
MFR ref number: (B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the trocar assembly revealed that the insufflation port was disengaged from the trocar. Some material transfer was observed on the insufflation port and the trocar. The envelope seal and the circular seal were intact. The cannula was intact. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to the disengaged seal. A process enhancement has been implemented. The material from the supplier was found to be defective. The root cause was an assembly error during ultrasonic welding of the stopcock and cannula body. A review of the ultrasonic welding machine found areas of improvement to prevent this type of failure. The file will be closed as an assembly error. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lavh, the port broke in the middle of the case. There was no patient injury. She was putting the gas/port in an it fell apart in her hand.